Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device's power button does not respond properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to heartsine for investigation. The technician evaluated the device and verified the reported issue. The cause of the reported issue was traced corrosion on the contact pads of the button, related to storage outside of the indicated conditions. The issue could not be replicated after the corrosion was cleared. The device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device's power button does not respond properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device's power button does not respond properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.